Manufacturer narrative:
Product complaint (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the integrity of the packaging compromised? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to unknown surgery, the suture was found not properly sealed within the package, rather the suture was attached to the package, out of the pack. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/08/2020. A manufacturing record evaluation was performed for the finished device lot number pmm926, and no non-conformances were identified. Additional h3 investigation summary: one empty open overwrap, one empty labeled winding former and one needle-suture piece of product code 1696, lot pmm926 were returned for analysis. During visual inspection of the sample, the overwrap package was totally open. The seal area was examined and there is evidence that the suture was into seal area, resulting in a narrow seal margin. However, the sterile barrier was not compromised. These defects have been correlated to the manufacturing process . As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. One picture was provided for analysis. Upon visual inspection of the picture, an overwrap packet with a suture into seal area of product code 1696, lot pmm926 could be observed. However, the sterile barrier was not compromised. This defect has been correlated to the manufacturing process. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.